Event description:
Pt was placed on a ventilator. Next day the pt was found to be tachycardic and diaphoretic. The ventilator was checked and it was not recording any exhaled v7 and ve was less than 1l. The ventilator was not giving the pt a breath and the pt was suffocating. The pt suffered no apparent injury.